Event description:
International complaints reported on behalf of the customer that the device 00505800100, surgairtome two handpiece, was being used on (B)(6) 2023 during an unknown veterinary procedure when it was reported ¿the collet assembly is faulty / heating up, as luck would have it, our handpiece malfunctioned again for the surgeon. He changed burr, and they had the guard all the way down, but the head became too hot to touch and neither change resolved the issue.¿ the procedure was completed without delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A device history review found a non-conformance, however, it was not related to the reported event. The service history was reviewed and no relationship to this complaint was found. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: dull burs may cause heat build-up in the handpiece and the bone. It is recommended that single-use burs be used. Continually check all handpieces and attachments for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the bur or bit may cause damage to the bur or bit and may cause burns or thermal necrosis. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet returned.

Event description:
International complaints reported on behalf of the customer that the device 00505800100, surgairtome two handpiece, was being used on (B)(6) 2023 during an unknown veterinary procedure when it was reported ¿the collet assembly is faulty / heating up, as luck would have it, our handpiece malfunctioned again for the surgeon. He changed burr, and they had the guard all the way down, but the head became too hot to touch and neither change resolved the issue.¿ the procedure was completed without delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.